Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left anterior descending artery. A 28 x 2.50mm promus premier drug-eluting stent was advanced for treatment abnd deployed at 11 atm. A distal edge dissection was observed via fluoroscopy and then sealed with another promus premier stent. The procedure was completed successfully. And the patient was stable.